Event description:
Reporter stated that patient had a low blood glucose (10 mg/dl) event with a seizure about a month ago. Reporter administered 2 glucagon injections, but patient was not responding. Patient was transported to the hospital, when patient arrived their blood glucose was up to 105 mg/dl. Patient was treated with IV saline at the hospital and kept for a one day observation. Reporer stated that patient is now experiencing high blood glucose (no values provided). Reporter stated patient was going through puberty and physician advised that this would cause erratic blood glucose. Patient has used the piston rod and adapter longer than recommended.